Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the needle failed to cross the septum and the needle broke. During a catheter ablation procedure for atrial fibrillation requiring transseptal access to the left atrium, an nrg transseptal needle was selected for use. Difficulty was encountered when attempting to perform the septal puncture. The patient's cardiac anatomy was described as having an unusual shape. While the device was being shaped to accommodate the anatomy, the needle broke. No error messages were displayed. No energized puncture attempts were performed. The procedure was successfully completed using versacross device. No patient complications occurred.